Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D4: unique device identifier (UDI) number and expiration date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H4: device manufacture date was updated. H6: investigation type codes were added: 3331, 4109, 4110 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 4315. H10: narrative/data was updated. One (1) bopt4310 (3i t3 tapered implant 4/3 x 10mm) was returned for investigation. Visual evaluation of the as returned product identified no malfunction. Based on the evaluation, device malfunction has not occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or devices. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specifications and conforming when they left zimvie. DHR review for the lot 2021090085 revealed no deviations or non-conformances which could have caused or contributed to the reported event. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Therefore, the reported event could not be recreated. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely causes determined from the investigation are inadequate treatment planning or improper techniques used during placement. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimvie complaint (B)(4). Patient weight is not provided / unknown. Date of event is not provided / unknown. Initial reporter¿s title and last name are not provided / unknown.

Event description:
Self-inflicted, 3-4 weeks post placement. No infection - placed at 75 n-cm torque. Tooth site #20.